Event description:
Information was received from healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen 350 mcg/ml at 93.46 mcg/day, dilaudid 750 mcg/ml at 200.26 mcg/day, and bupivacaine 30 mg/ml at 8.010 mg/day via an implanted pump for malignant pain and head/neck (non-malignant). The patient experienced intrathecal (it) medication side effects and the programming date from the most recent refill prior to the event was (B)(6) 2015. On (B)(6) 2015 the pump logs indicated there was a 25% decrease in daily dose. The nurse reported the patient was unresponsive on (B)(6) 2015 and therapy was suspended (pump in minimal rate) on the same day. Therapy was resumed and the outcome was resolved without sequelae on (B)(6) 2015. The event resulted in prolongation of existing hospitalization. The event was possibly related to the device or therapy; specifically the intrathecal dilaudid (no change in drug) and not related to the implant procedure. A nurse from a hospital contacted the clinic on (B)(6) 2015 reporting the patient had been admitted secondary to neck surgery. While in the hospital, the patient became unresponsive and the patient's hospital providers felt this was due to the pump. The pump was programmed to minimal rate.

Event description:
Additional information was received from a healthcare provider via a clinical study reporting the cause of the patient being unresponsive was unknown. The patient pump was reduced to minimum rate and increased at the patient's next clinic visit two months later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.